Manufacturer narrative:
Section d4 was updated. When the kit was initially calibrated, it was within the expected range but after a few days, the signals significantly dropped and it was consistent with an increase in the qc results. During maintenance that was performed on 21-nov-2024, the field service engineer detected a clogged discharge bead mixer and an issue with the measuring cell. He removed the obstruction. On 25-nov-2024, he replaced the measuring cells and the bead mixer paddle. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys folate iii (folate iii) results from several patient samples tested on the cobas e 801 module. The reporter stated the folate iii initial and repeat results reported were below the normal range and did not match the patients' clinical histories; a result was questioned by the physician.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The customer replaced the reagent pack with a new one with the same lot number; no further discrepant results were noted. The investigation is ongoing.